Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation as reported, an ngage nitinol stone extractor was not opening or closing smoothly. During a ureteroscopy procedure, the device handle did not facilitate smooth opening and closing of the retrieval basket. The device felt "sluggish or jammed". Another of the same device was used, but the failure persisted. Finally, a competitor's product was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. This report will capture the second stone extractor that malfunctioned. The first stone extractor that malfunctioned is captured in a report with patient identifier 414385. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control (qc) procedures. Additionally, a visual inspection and functional test of the device were conducted. One device was returned in an open package with label. Upon inspection the handle does not actuate the basket formation. The handle was disassembled. The basket was still nonfunctional. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no confirmed recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. All extractors are verified to assure the basket opens and closes properly. A review of the IFU t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the investigation of the returned device, and its manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. The cause for the issue had not yet been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, an ngage nitinol stone extractor was not opening or closing smoothly. During a ureteroscopy procedure, the device handle did not facilitate smooth opening and closing of the retrieval basket. The device felt "sluggish or jammed". Another of the same device was used, but the failure persisted. Finally, a competitor's product was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. This report will capture the second stone extractor that malfunctioned. The first stone extractor that malfunctioned is captured in a report with patient identifier (B)(6).

Manufacturer narrative:
E1: customer information: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.